Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 504537.

Event description:
It was reported that the patient had an infection at the lead site. It was noted that the patient had swelling and puss at the lead site. It was unknown as to what caused the infection. The patient underwent a spinal cord stimulator explant procedure. The patient was given antibiotics. The explanted devices will not be returned since it was not released by the medical facility.